Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of having attempted unsuccessfully to use the meter due to error e-5. A request was made for the return of the device, replacement sent.